Event description:
A 100ml bag was hung at 2:38pm at a rate of 75ml/hour. Rn entered room later to find that IV bag was empty earlier than expected. Rn verified pump in epic and it was noted that only 498ml was accounted for, when the full 1000ml had infused. Rn noted that the fluid in the chamber appeared to be dripping faster than 75/mlhr. Rn stopped the remainder of the infusion, and obtained another IV pump and channel. There was to harm to the patient. Pump failed additional pm check and review of pump shows programming by rn was correct.